Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the quantum controller emitted sparks and the interface burned black, so it could not be used. It is unknown whether the event happened during surgery and if there was patient involvement. It is unknown if there was a back up device available or if a surgical delay occurred.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. It was determined the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Visual inspection of the customer provided pictures identifies the unit and shows the 18pin port of a quantum unit that has arc/burn damage on multiple pins. The complaint was confirmed and the root cause was associated with a component failure. Factors, which could have contributed to the complaint event, include there may be a wand detection circuit failure, damaged receptacle, plugging in a wet wand connector, or exposure of saline to the wand receptacle. No containment or corrective actions are recommended at this time.